Event description:
It was reported that when the tech put the nail bolt through the metal nail holding target the nail didn't fall through correctly. Bolt stuck in the tibial handle and wouldn't hold. Had to get a new nail bolt. Also used a wrench to loosen bolt and wrench was bent.

Event description:
It was reported that when the tech put the nail bolt through the metal nail holding target the nail didn't fall through correctly. Bolt stuck in the tibial handle and wouldn't hold. Had to get a new nail bolt. Also used a wrench to loosen bolt and wrench was bent.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the nail handle to be the primary product. No deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 12 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. Fretting marks are a rare but known reaction. During screwing into the nail it is possible that the nhs get contact with the inner surface of the nail adapter and friction occurs due to a not optimal axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that most likely cold welding was occurred in the actual case. A process change was already performed in 2004 to prevent fretting regarding the nhs (surface coating was removed). No further actions were initiated. No discrepancies were detected during risk analysis review. No non-conformity identified; actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.